Event description:
On (B)(6) 2025, the user reported a hyperglycemic event after eating and announcing a meal, then consuming additional fruit. The dexcom g7 continuous glucose monitoring (cgm) displayed ¿high,¿ but review of the ilet report showed blood glucose (bg) plateauing as corrective basal insulin was being delivered. A follow-up confirmed bg had decreased to 186 mg/dl, and the user reported feeling much better. The highest blood glucose (bg) recorded was above 400 mg/dl. Bg was corrected through ilet corrective dosing. No symptoms were reported, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.